Event description:
It was observed during the device inspection that bending rubber of the biopsy valve was broken. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the investigation identified that the bending rubber of the biopsy valve was broken. The likely caused was due to a component failure of biopsy valve. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.